Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter read inaccurately high compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that his meter started to read inaccurately on (B)(6) 2015, at 8:49am. He reported that he obtained alleged inaccurately high blood glucose results of ¿11.8 mmol/l¿ at 9:00am, and ¿15.7 mmol/l¿ at 10:30am. The patient manages his diabetes with a combination of diabetes medications including lantus and humalog insulin and glucophage tablets. He denied making any changes to his usual diabetes management regimen as a result of obtaining the alleged inaccurate readings. He alleged, at 12:53pm on (B)(6) 2015, four hours after the start of the alleged issue, he experienced ¿symptoms of hypo, shakiness, nausea and not feeling in a good mood¿ and reported that he obtained an inaccurately high blood glucose result of ¿6.0 mmol/l¿ on the subject meter. He reported that he consumed ¿two glucose tablets¿ to treat his symptoms at 1:20pm on (B)(6) 2015. The patient did not have any other meter to test his blood glucose levels. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The patient was using correct test strips and these had been stored correctly. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high blood glucose readings on the subject meter, administered medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient¿s test strips have been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6)2015 and evaluated by lifescan product analysis on (B)(6)2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(6)2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.